Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an invers shoulder prothesis surgery the drill broke at the welding point. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: g3, h3, h6. The reported event was confirmed as one unpackaged, ar-9628s, 3.0 mm mgs drill bit was received for investigation and the evaluation revealed that the weld seam on the shaft is broken (see evaluation pictures 1 + 2) and therefore the connecting head is missing. Further, the cutting edges are worn (see evaluation picture 3) and the paint groove chips partly (see evaluation picture 4). Functional testing was not performed due to the damage of the device. The most likely cause for the reported failure can be attributed to misuse due to excessive user-applied mechanical forces.